Event description:
Pdc received a call on (B)(4) 2014 reporting a medical intervention that occurred on (B)(6) 2014 at 2:21pm. Pt's son (ds) called in stating that pt was showing symptoms of her blood glucose being low. Pt's had symptoms of confusion, shaking and restless. The reading on the prodigy meter at the time of the event was 113mg/dl. Paramedics were called immediately. Upon arrival paramedics tested pt's glucose with a result of 33mg/dl. Approx 30 minutes passed between testing with pt's meter and the paramedic's meter. Pt was not transported to ER. Pt was treated with an IV by paramedics and given a peanut butter sandwich and orange juice. No additional glucose test results were provided. Pdc sent replacement and prepaid envelope requesting return of suspect device.

Manufacturer narrative:
Ok biotech check the returned meter and found: the current test is 1.5ua. The standard is <15ua. Pass. Meter's setting, audio and all buttons were ok. Tested the returned meter and strip with in house control solution. All results were within the acceptance range.